Event description:
It was reported that patient experienced repeated cartridge alarms, including cartridge alarm 20, while using pump during normal operation. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed warranty and shipping details, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.